Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a female patient during a code, the medic was not able to remove the protective covering off the stat padz preventing them from being able to adhere the pads to the patient. Complainant indicated that the clinician obtained another set of pads to continue treating the pt. Complainant indicated that the patient subsequently expired. However, it was not a result of the reported malfunction.